Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during preparation, a kink was noted at the body of the fiber. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a flexiva tractip laser fiber was used during a laser lithotripsy procedure on (B)(6) 2013. According to the complainant, during preparation, a kink was noted at the body of the fiber. The procedure was completed with another flexiva tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination reveals that the exposed glass tip measures 3.5 mm and appears unused. The fiber is broken 96 cm from the distal tip.